Manufacturer narrative:
(B)(4). The sales rep spoke to the surgeon to inquire how his patient was doing and he indicated the patient was doing fine. He did mention, although not sure, that there may have been a stone in the cbd that could have contributed to the post-op leak.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the patient had a post op leak at the cystic duct. It is unknown how many days post op the leak was discovered. It is unknown if other diagnostic tests were performed. A stent was placed in the patient and the patient is currently okay. During the original case the device fired fine and there were no noises. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.